Manufacturer narrative:
H10 section. D10: product available to stryker: updated. H3: device evaluated by mfg: updated. H3: summary attached: updated. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and it was confirmed that the guidewire was broken and kinked. It is probable that the device was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed issues.

Event description:
It was reported that during procedure, the guidewire (subject device) broke. A new device was used. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review for the transend ex 014 lot # 22703212 confirmed that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the device was not returned for analysis, a cause of undeterminable was assigned to this investigation.

Event description:
It was reported that during procedure, the guidewire (subject device) broke.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the guidewire (subject device) broke. No additional information is available at this time.